Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a knee arthroplasty, the size on the label of a femoral component did not match the component in the package. Another device was used to complete the procedure without patient injury or delay.

Manufacturer narrative:
Review of the returned product determined that this report is confirmed as a 67.5 femur was packaged as 70 femur. Review of the zimmer biomet (B)(4) dhrs, the (B)(4) certs, and the zimmer biomet (B)(4) dhrs determined that the switch likely occurred at (B)(4) as ln: j3774961 was correctly etched but incorrectly packaged. Etching occurs in (B)(4) and the parts are then shipped for packaging to (B)(4). The components are then sterile packed by (B)(4) and not opened or repackaged once the product is received in (B)(4). Therefore the switch most likely occurred at (B)(4) and the product left zimmer biomet nonconforming. Review of the issue with the (B)(4) contact determined that operators were not performing adequate line clearance during second shift under direction from the second shift supervisor. (B)(4) has initiated an investigation, which documents this investigation and the details how inadequate line clearance was not performed. This device is used for treatment. Review of the complaint history (part#183112; lot#j3773233) identified no additional complaints. Review of the complaint history (part#183110; lot#j3774961) identified one additional complaints (B)(4) that was investigated, and it was determined that no further action is required due to no product been returned. The root cause for this issue is the labeling mismatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. This report is 1 of 2 for this patient: 1825034-2016-03670, 0001825034-2017-02325.